Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery with mild tortuosity and moderate calcification. A 3.5x12 mm tenku nc balloon dilatation catheter (bdc) was used for post-dilatation of a non-abbott drug eluting stent (des). The balloon ruptured during the second inflation at 12 atmospheres. There was no resistance during removal of the protective sheath/stylet. Device was soaked and prepped (air aspiration) outside the anatomy prior to use. Another same size tenku bdc was used to complete post-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.